Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump buttons are hard to push and has cosmetic damage. The customer¿s blood glucose level was 148mg/dl at the time of incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing insulin pump also received with pillowing keypad overlay. (B)(4).